Event description:
It was reported via repair work order that the foot end jack was stuck due to a linkage that was out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.